Event description:
It was reported that the cartridge was leaking from an undefined area. Customer loaded a new cartridge to address the issue. Reportedly, the leak may have been caused by overfilling, although unable to confirm. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report be submitted.